Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) could not be switched on (power up failed). There was no patient involvement.

Manufacturer narrative:
Event site name: (B)(6) hospital. Event site address: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.